Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 6 patient samples on a cobas 8000 c702 module. The customer was prompted to repeat the samples as they were accompanied by delta check flags. For patient 1, the initial ca2 result was 6.8 mg/dl. The repeat result was 8.7 mg/dl. The repeat result from another c702 analyzer was 8.6 mg/dl. Clarification on what analyzer the result was from was not provided. For patient 2, the initial ca2 result was 6.8 mg/dl. The repeat result from another c702 analyzer was 8.6 mg/dl. For patient 3, the initial ca2 result was 5.5 mg/dl. The repeat result from another c702 analyzer was 8.7 mg/dl or 8.5 mg/dl. Clarification on which result was correct was requested but not provided. For patient 4, the initial ca2 result was 6.9 mg/dl. The repeat result was 8.8 mg/dl. Clarification on which analyzer the repeat result was from was requested but not provided. For patient 5, the initial ca2 result was 7.0 mg/dl. The repeat result from another c702 analyzer was 8.7 mg/dl. For patient 6, the initial ca2 result was 4.7 mg/dl. The repeat result from another c702 analyzer was 8.3 mg/dl.

Manufacturer narrative:
The reagent lot number is 69403301 and the expiration date is 31-mar-2024. Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. It was found that the customer centrifuges samples for 5 minutes, which may be too short. The field service engineer (fse) replaced the rinse mech tubing and performed a 21-cup precision test successfully. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.